Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice coronary balloon catheter, balloon deflation difficulties were enc ountered. The device was inspected prior to use with no issues noted. It was stated that the balloon was inflated inside the patient but would not deflate at the lesion site. Attempts were made to de-air the balloon, but these were unsuccessful. The end of the balloon catheter was cut off and a non-medtronic guide extension catheter was inserted over it to pull the device back. Once outside of the patient, the balloon was cut to see if it would deflate but it remained inflated. No harm occurred to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. On return it was observed that the device was kinked and it was cut in three places: twice on the hypotube and once on the distal shaft. The distal section that included the balloon was not returned. The distal shaft was stretched along its length. Deflation testing could not be performed due to the condition of the returned device. No other damage noted. It was not possible to verify deflation issues based on the material returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.